Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately seven days post filter deployment, the patient underwent an exploratory laparotomy due to retroperitoneal hemorrhage. Approximately eight days post filter deployment, CT scan demonstrated an ivc filter in place with two filter limbs extending beyond the cava wall. The following day, the patient was scheduled for filter retrieval and replacement. An inferior venacavagram was performed which demonstrated a filling defect at the apex of the filter. The right femoral vein was accessed and one pass of mechanical thrombectomy was performed. Repeat venacavagram demonstrated persistent filling defect at the apex of the filter. No further intervention was performed and the vena cava filter was left in place. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven days post filter deployment, the patient underwent an exploratory laparotomy. All four quadrants were packed and approximately 1 l of blood was in the abdomen. The packs in the left upper quadrant were removed and injury to the spleen was noted and was elevated from the abdomen. The lesser sac was opened, and bleeding was seen adjacent to the ivc ligation was attempted but failed to control bleeding. A clip was applied to control the bleeding from an approximately 3- or 4-mm vein in the retroperitoneum. Approximately eight days post filter deployment, a computed tomography (CT) was performed and revealed that an ivc filter in place with two filter limbs extending beyond the caval wall. On the same day, the patient was scheduled for filter retrieval and placement. The right internal jugular vein was accessed and an inferior venacavagram was performed which demonstrated a filling defect at the apex of the ivc filter, concerning for thrombus. An angio jet procedure was considered to remove the thrombus to remove the filter. The right femoral vein was accessed and one pass of mechanical thrombectomy was performed. Repeat inferior venacavogram demonstrated persistent filling defect at the apex of the ivc filter. No further intervention was performed and the ivc filter was left in place. Approximately twelve days post filter deployment, a lower extremity ultrasound was performed, and no deep venous thrombosis was identified in the left lower extremity. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for alleged retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 08/2013), g4 h11: h6 (patient, device, method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post trauma with respiratory failure was scheduled for vena cava filter placement. The femoral vein was accessed and a venogram was performed which identified the renal veins and demonstrated a patent vena cava. The filter was successfully deployed approximately 2 mm below the right renal vein. Hemostasis was achieved at the end of the case. Approximately seven days post filter deployment, the patient underwent an exploratory laparotomy. All four quadrants were packed and approximately 1 l of blood was in the abdomen. There was no injury to the lower quadrants and no injury was identified. The packs in the left upper quadrant were removed and injury to the spleen was noted and was elevated from the abdomen. The lesser sac was opened and bleeding was seen adjacent to the ivc ligation was attempted but failed to control bleeding. A clip was applied to control the bleeding from an approximately 3 or 4 mm vein in the retroperitoneum. Approximately eight days post filter deployment, a CT scan of the chest, abdomen and pelvis was performed for history of retroperitoneal hematoma. The CT scan demonstrated an ivc filter in place with two filter limbs extending beyond the caval wall. The following day, the patient was scheduled for filter retrieval and placement. The right internal jugular vein was accessed and an inferior venacavagram was performed which demonstrated a filling defect at the apex of the ivc filter, concerning for thrombus. An angiojet procedure was considered to remove the thrombus in order to remove the filter. The right femoral vein was accessed and one pass of mechanical thrombectomy was performed. Repeat inferior venacavogram demonstrated persistent filling defect at the apex of the ivc filter. No further intervention was performed and the ivc filter was left in place. Approximately twelve days post filter deployment, a lower extremity ultrasound was performed and no deep venous thrombosis was identified in the left lower extremity. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight days post filter deployment, a CT scan of the chest, abdomen and pelvis was performed for history of retroperitoneal hematoma. The CT scan demonstrated an ivc filter in place with two filter limbs extending beyond the caval wall. The following day, the patient was scheduled for filter retrieval and placement. An inferior venacavagram was performed which demonstrated a filling defect at the apex of the ivc filter, concerning for thrombus. An angiojet procedure was considered to remove the thrombus in order to remove the filter. Repeat inferior venacavogram demonstrated persistent filling defect at the apex of the ivc filter. No further intervention was performed and the ivc filter was left in place. Based on the provided medical records, the investigation can be confirmed for perforation of the ivc wall. Per the provided medical records, the patient underwent abdominal surgery after filter implantation. Per the instructions for use (IFU), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, the surgery could have contributed to the perforation of the filter struts. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient status post trauma with respiratory failure had a vena cava filter successfully deployed below the renal veins. Approximately seven days post filter deployment, the patient underwent an exploratory laparotomy due to retroperitoneal hemorrhage. Approximately eight days post filter deployment, CT scan demonstrated an ivc filter in place with two filter limbs extending beyond the cava wall. The following day, the patient was scheduled for filter retrieval and replacement. An inferior venacavagram was performed which demonstrated a filling defect at the apex of the filter. The right femoral vein was accessed and one pass of mechanical thrombectomy was performed. Repeat venacavagram demonstrated persistent filling defect at the apex of the filter. No further intervention was performed and the vena cava filter was left in place. No additional information was provided in the medical records received.